Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro device was plugged in and the tissue welder's jaw immediately turned bright red hot. The device was unplugged from the power source. A replacement hemopro device was connected to the same extension cable and power supply to complete the procedure. There was no pt complication reported by the hospital. The hospital is following the IFU recommendation for the extension cable sterilization methods and the cable has been used less than 20 times.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).